Manufacturer narrative:
The pusher was returned for evaluation with the implant coil already detached. The pusher was broken with the release wire pulled back which likely caused the implant coil to detach. (B)(4)

Event description:
It was reported that the proximal end of the coil was bent and broken causing the implant coil to detach as it was taken out of the dispenser coil.no injury was reported with the patient as the device was not used in the patient.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).